Event description:
It was reported that during routine biomedical testing the rate, output and sensitivity knob stoppers were found to be broken on the external pulse generator. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper case is broken. Lower case is broken and contaminated. Ring cover is contaminated.

Event description:
It was reported that during routine biomedical testing the rate, output and sensitivity knob stoppers were found to be broken on the external pulse generator. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.